Manufacturer narrative:
The device was received for evaluation. During functional testing, the door was difficult to close and the pump did not turn off due to the device did not detect a closed door. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of adjustment link. The link requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump kept saying close door though it was fully closed. This occurred during testing at the biomed service department. There was no patient involvement. No additional information is available.